Manufacturer narrative:
The root cause of this complaint was not determined. Based on a review of device history records, the investigation concluded that the root cause of the reported adverse event was not related to the design, manufacture, and/or sterilization of the subject devices.

Event description:
It was reported by (B)(4), an onkos distributor, that a 69-year-old female patient with an eleos total femur replacement (tfr) underwent revision due to the construct being too long; the presence of clinical symptoms is unknown. During the revision surgery, the taper disassembly tool reportedly became stuck during use. The surgeon subsequently disengaged the tfr construct from the dual mobility head and inserted a cement spacer. There was no alleged failure of the explanted implants to perform as intended; however, a follow-up surgery to replace the patient's tfr construct will be necessary.